Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurements greater than 125 ohms in the 150s ohms range. Technical services (ts) discussed troubleshooting options and programming considerations, including 41j commanded shocks or possible lead revision at device replacement time. This ICD system remains in service, and will continue to be monitored at this time. No adverse patient effects or interventions were reported at this time. Additional information received reported that this ICD and rv lead continued to exhibit high out-of-range shock impedance measurements in the 150 ohms range, with measurements in the 75 ohms range noted at implant. Shock impedance trends showed a gradual rise in measurements. Ts reviewed previously discussed troubleshooting options and programming considerations, including 41j commanded shocks. This ICD and rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurements greater than 125 ohms in the 150s ohms range. Technical services (ts) discussed troubleshooting options and programming considerations, including 41j commanded shocks or possible lead revision at device replacement time. This ICD system remains in service, and will continue to be monitored at this time. No adverse patient effects or interventions were reported at this time.